Event description:
Patient representative reported left side "devices caused personal injuries and damages including but not limited to the following: increased risk of bia-alcl, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, physical pain and suffering from anticipated explanation". The events of "cellular damage, and subcellular damage' are not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a010402 - migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2 b5 h6. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Previous emdr reported ¿the accumulation of foreign and adulterated silicone particles in her body¿ as silicone migration. Abbvie healthcare professionals later determined that there was no silicone migration as there was no reported event of rupture associated that would result in silicone migration. Hence, the record is no longer reportable and will be unreported.